Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the direct surgical aorta access to support the 74 year old female who had been admitted in for a coronary artery bypass graft surgery and suffered from post cardiotomy cardiogenic shock and low cardiac output syndrome, presenting in scai stage d shock. Underlying condition was inclusive of diabetes, but other medical history was not shared. The patient was supported by both the 5.5 and the right sided impella rp flex. On the day of pump implant the team observed pink tinged urine. The hematuria was not known to be treated. The following day the decision was made to withdraw care and the patient expired. The death is being conservatively reported; however, based on the available information, the patient's death is more likely attributable to the reported post cardiotomy cardiogenic shock and recent major cardiac surgery.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details.